Event description:
It was reported that dislocation occurred when trailing causing the trial liner fell into the wound. This extended surgery time two hours while searching for the trial line. The surgeon completed surgery without retrieving the liner. No plans for removal odf trial head have been reported.